Event description:
According to the patient files provided. Abnormal electrical values were observed: the ventricular contraction is seen in the atrial channel almost every time and high ventricular threshold value was recorded. Abnormal atrial sensing was also observed. Those observations indicate a leads positioning issue is suspected.

Manufacturer narrative:
The manufacturing processes were re-investigated, and all production steps were confirmed to have been performed in accordance with applicable procedures. No inconsistencies were identified that could be linked to the reported issue. A review of the patient files revealed abnormal atrial sensing, an elevated ventricular threshold, and ventricular contractions recorded on the atrial channel, resulting in an unstable atrial sensing curve. These findings may indicate a potential lead positioning issue involving the atrial and/or rv leads, which could be related to a twiddler¿s syndrome. In support of the latter, the provided image (below) shows the presence of a blister, which may indicate repeated manual manipulation of the implant pocket by the patient. It should be noted that lead dislodgement or micro-dislodgement is most likely attributable to external factors independent of the lead characteristics, such as physician-selected implant site or patient-specific physiology and anatomy. Both twiddler¿s syndrome and lead dislodgement are well-known potential complications of implantable devices, as described in the device instructions for use and in the published literature. The results of this investigation will be retained and used for trending purposes.

Event description:
According to the patient files provided. Abnormal electrical values were observe: the ventricular contraction is seen in the atrial channel almost every time and high ventricular threshold value was recorded. Abnormal atrial sensing was also observed. Those observations indicate a leads positioning issue is suspected.

Manufacturer narrative:
Device history report analysis: the device associated with this report met all specification requirements during inspection. Patient file observations: abnormal electrical values were recorded. Ventricular contractions were frequently detected in the atrial channel. High ventricular threshold values were noted. Abnormal atrial sensing was observed. These findings suggest a potential lead positioning issue. The final investigation report will be provided in the next MDR follow-up once it will be available.

Event description:
According to the patient files provided. Abnormal electrical values were observe: the ventricular contraction is seen in the atrial channel almost everytime and high ventriculuar threshold value was recorded. Abnormal atrial sensing was also observed. Those observations indicate a leads positioning issue is suspected.